Manufacturer narrative:
A.1 added information as it was inadvertently omitted from the initial manufacturer device report number 1220648-2023-04612. A.2 age should have been left blank in accordance with updated procedures on the initial manufacturer device report number 1220648-2023-04612 as no patient was involved. D.2 common device name was revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-04612 was submitted. D.4 model number was revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-04612 was submitted. E.2 revised selection as it was reported incorrectly from the initial manufacturer device report number 1220648-2023-04612. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2023-04612 and should not have been. G.1 revised MDR reporting contact email since the initial submission of manufacturer device report number 1220648-2023-04612 in accordance with updated procedures. H.6 code 3221 was reported incorrectly on the initial manufacturer device report number 1220648-2023-04612 in accordance with updated procedures.

Event description:
The user facility's biomedical engineer reported that the automated impella controller (aic) was powered on to check for software status and a "controller error-switch to back up" alarm populated. The console was taken out of the lab and will be returned for investigation. There was no patient involvement.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.